Event description:
It was reported that during an endometrial ablation procedure, the balloon pressure could not be maintained. The catheter was removed and replaced with a second catheter. The same results occurred with the second catheter, and it was noted that both balloons had a hole in them when removed from the pt. It was determined that there was a burn on the cervix and the case was aborted. The burn was treated with topical esterogen cream and the pt is currently doing fine.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further info is received or derived from an evaluation, a supplemental 3500a form will be submitted. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00106 for the other medwatch. The same pt is represented in each medwatch.